Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an one-link non-dehp y-type standard bore catheter extension set came apart at the "y"; the tubing separated from the y-junction. This occurred prior to intravenous placement. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual sample and photographs of the sample were received for evaluation. A visual inspection was performed, and it was noted that y junction came apart from the tubing. The returned photographs were reviewed, and it was also noted that the y junction came apart from the tubing. The reported condition as verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.